Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID 3708160, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 3708160, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012-08 (B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient's device was removed because it "failed completely." It was noted that the "device would not turn back on and the manufacturing representative could not get it to work." It was further noted that the device would not charge. It was also noted that the patient's device was removed so that he could have an MRI performed.